Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date in 2010 or 2011. Subsequently, patient was revised on (B)(6) 2016 due to a fractured humeral tray. It was reported that the taper fractured off the tray. During the procedure the tray, poly bearing, and stem were removed and replaced.